Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving morphine (6 mg/day) via an implantable infusion pump. It was reported that over the last year or so the patient ha episode where he feels like he gets bolus of medication and then feels sedated. There had been small discrepancies in the amount if residual medication during refills where they have a little less volume than expected. Because of the concern of a malfunction and that the pump was nearing end of life it was replaced.